Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose of 567 mg/dl because her insulin pump was not delivering the proper amount of insulin. Caller stated that the customer changed her infusion set, but the high blood glucose remains. Nothing further was reported.